Event description:
Trochanteric femoral nail (tfn) implanted for pathologic fracture in patient with stage IV endometrioid and adenocarcinoma of bilateral ovaries with bone metastatic lesions. Patient reported "twisting" and felt a snap. X-ray demonstrated fracture of tfn. Admitted and broken tfn removed and new device implanted. Manufacturer response for blade im nl 100mm hlcl cannulated 10.35mm strl lf-sna, (brand not provided), (per site reporter). Manufacturer's vendor will be picking up the device to return to the manufacturer quality department. Manufacturer response for cap end 0mm t40 hex fem prox xtd strdr flush - sna, (brand not provided), (per site reporter). Vendor notified, sending vendor representative to pick up the device. Manufacturer response for screw bn 5mm 4.3mm t25 full thrd lock self, (brand not provided), (per site reporter). Vendor notified, sending vendor representative to pick up the device. Manufacturer response for screw, (brand not provided), (per site reporter). Vendor notified, sending vendor representative to pick up device. Manufacturer response for trochanteric femoral nail, synthes, (per site reporter). Product representative requested product on behalf of company to do quality review.